Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a notification stating "the pump cannot detect the cartridge". Troubleshooting was performed with tandem technical support. Customer attempted to reload the cartridge multiple times and kept receiving the notification. Customer's blood glucose level was not impacted.